Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: lot number #7628424 indicates component 60049590 which is part of the complete part as described in the complaint. Manufacturing location: (B)(4). Manufacturing date: 11.oct.2011 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reporter provided lot number 7628424 during the initial call, but indicated that this number might not be accurate as the numbers were worn on the device. Since this lot number cannot be validated as one for part 03.647.972, it will not be reported in the associated lot number field. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of an inner shaft for removal screwdriver broke off during an anterior cervical fusion (acdf) procedure at c5-6 on (B)(6) 2016. During the final stage of the procedure, the surgeon wanted to remove a screw to achieve better placement. While threading the inner shaft for removal screwdriver, in order to back out the screw, the tip broke. The broken portion of the instrument was retrieved and the surgeon proceeded to remove the screw with an alternate standard screwdriver from the set. The surgery was completed successfully with no reports of patient harm. There was a slight delay of thirty (30) seconds noted. Concomitant devices reported: cervical spine self-drilling screw (part 04.647.836, lot unknown, quantity: 1); removal screwdriver (part 03.647.971, lot unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the returned instrument is utilized for screw removal and is one of two instruments specifically designed for this use (the other being the screw removal blade ¿ 03.647.985). In order to remove a screw using the removal screwdriver, first engage the tip of the driver in the drive recess and turn the inner shaft (top knob) counterclockwise until it is flush with the middle knob. Next the bottom knob can be rotated clockwise until the plate¿s securing mechanism is retracted. Finally the middle knob is rotated counterclockwise to remove the screw. In addition, if the inner shaft is not fully engaged prior to attempting subsequent screw removal technique steps, breakage of the driver may occur and could potentially harm the patient.¿ it was reported that the tip of a zero-p va removal screwdriver inner shaft (03.647.972 lot 7628424 mfg.11-oct-2011), broke during screw removal intra-operatively. The fragment was able to be removed and the procedure completed after a 30 second surgical delay. The returned device was examined and the complaint condition was able to be confirmed as the t8 removal shaft was found to have a broken tip; a fragment was missing and not returned. No definitive root cause was able to be determined; the failure mode is consistent with the application of off-axis loading during use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No definitive root cause was able to be determined; the failure mode is consistent with the application of off-axis loading during use. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.